Manufacturer narrative:
The investigation for limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report: 1220648-2024-12640: a5: ethnicity missing, d4: model number, e4: should have been left blank.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that when placing the impella cp, 14fr peel away was removed and the impella repo sheath was advanced into place. The physician shot a 1-leg runoff that showed the repo sheath was occlusive. The physician then placed a retrograde 5fr sheath in the lfa (left femoral artery) and a 5fr antegrade sheath to the rfa (right femoral artery) as a reperfusion strategy. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿